Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure the stent dislodged. The lesion being treated is unknown. While prepping a taxus liberte stent of unknown size the stent came off the balloon and was lost in the rotating hemostatic valve on the back table. There were no patient complications. Additional information was requested but is not available.